Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that during the implant procedure the lead was repositioned multiple times in order to obtain satisfactory sensing and thresholds. The patient blood pressure dropped and the patient was in cardiac tamponade due to pericardial effusion. The physician performed a pericardiocentesis and a new lead was implanted. The patient condition was good after the event.